Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing high blood glucose, and insulin from the reservoir leaked. The caller also reported using a reservoir that was part of the recall, and he ended in the emergency room. No further information was provided.